Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal tip of the guidewire was intact. The poly tetra fluoro ethlene (ptfe) coating was peeling. A functional evaluation was not required as the damage was confirmed visually. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were unknown/unclear, however the analysis showed that there was peeling to the ptfe coating. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the customer says that something has come loose from the wire. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no patient involvement, i.e. The device was not in use on the patient at the time of the event. There were no anomalies noted to the device after removal from the packaging or prior to preparation and the device was confirmed to be in good condition prior to use. The guidewire was returned for analysis and there was peeling noted to the ptfe coating, the nature of the damage to the ptfe coating is consistent with interaction with the torque device. This can occur when the torque device is not sufficiently tightened during use causing slippage of the device and damage to the ptfe coating, this can also occur during removal of the torque device after use if it is not adequately loosened prior to removal. Based on the review of all available information, an assignable cause of handling damage will be assigned to the reported event of ¿device problem unknown/unclear¿ and to the analyzed event of ¿guidewire ptfe coating peeling¿, as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The guidewire (subject device) was returned for analysis and the poly tetra fluoro ethylene (ptfe) coating over the subject device was noted to be peeling. The procedure was reported to be completed successfully, and no clinical consequences were reported to the patient.